Manufacturer narrative:
No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. It was later reported that the screws were not re-positioned, after the surgery it was discovered that the patient had cerebral infarction, and the patient¿s condition was being monitored. The amount of the inaccuracy could not be obtained. During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that during a posterior cervical spinal fusion, registration for c7 was performed. Registration for c6 with the same information was performed and it was confirmed using a probe that there were not any issues. The pedicle screws (ps) were inserted and the procedure was completed using the navigation. The next day, it was reported that two c6 pedicle screws were displaced outside, in the direction of vertebral artery. Patient injury was reported and the patient was placed under monitoring. There was no reported delay in surgery.